Manufacturer narrative:
Investigation summary: one photo was received by the customer for investigation. Upon visual inspection, leaking fluid could be observed coming from the filter's lower air vent membrane. No other defects were observed. The customer's complaint that there are leaks by the filter was verified. A device history record review for the provided model and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned. However, a probable identified cause for vent leakage is clog/oversaturation of filter and time of use from which the fluid flow was restricted. Fluid then seeks path of least resistance through filter vent. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported four gem 20d v/nv ntg .2mf 1ss dehp free had leakage issues. The following information was provided by the initial reporter: "there were some leaks by the filters on multiple sets.